Manufacturer narrative:
This case, with patient identifier (B)(4) (system 1). Is related to case with patient identifier (B)(4) (system 2). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 63 mg/dl (system 1) and 122 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1). Is related to case with patient identifier (B)(6) (system 2). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. In addition, the lot number on the returned empty vial indicates that the test strips were expired at the time of the event.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.